Event description:
Large amount of stool had leaked around the fms. Rn tried to aspirate the contents of the balloon (which secures the fms in place in the rectum)to assess it and only got 10 ml (45 ml was instilled during insertion the previous day). Rn did a rectal check to feel for the balloon. It was too far up to tell adequately, for sure if it was still inflated, although it did collapse a bit when poked by tip of finger. Two other rns also did a rectal exam as well to assess further and get their opinions. It was attempted by the 3rd rn (one of the fms verifiers) a second time to check balloon contents thru aspiration with a syringe at balloon port and there was none. Rn was unable to remove fms, resistance felt with gentle tug. The same was experienced by all 3 rns. Resident present was informed of problem. Md did his own evaluation and pulled fms out with balloon intact/inflated. There was no bleeding noted. Patient's rectal sphincter appeared intact. Patient tolerated procedure.